Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Reported issue could not be replicated. There were no errors associated with the motion issues. X-stage cover was very deformed, bent-up, and the medtronic representative repaired it by knocking out all the dents. Re-homed all motions. System performed as intended and is running properly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative received a report from the site radiographic technologist (rt), alleging that their imaging system gantry could not tilt, or raise, after being extended. Once the gantry was retracted the imaging system regained all motion function. No further details regarding the damage, or how it occurred, were provided. It was reported that there was no patient present when this issue was identified.